Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: the nced for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation tes (unspecified): result- right occlusion only. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication detail female sterilization updated. Essure start date and stop date updated. Events: abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia & device ineffective were newly added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only". The patient's medical history included overweight. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia"), mood swings ("mood swings"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti's"), anxiety ("anxiety"), depression ("depression"), bipolar disorder ("bipolar disorder"), rash ("rashes on neck and chin"), endometriosis ("endometriosis"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), the first episode of tooth fracture ("dental problems: cracking, breaking"), feeling abnormal ("brain fog"), amnesia ("memory loss"), speech disorder ("speech problem"), coordination abnormal ("coordination problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), blindness ("vision/eye problems type: vision loss at times"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), loss of control of legs ("loss of control"), diverticulitis ("di verticulitis"), alopecia ("hair loss"), pyrexia ("high fevers several times a week"), the second episode of tooth fracture ("dental problems: cracking, breaking") and migraine ("migraines/ headaches") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, metrorrhagia, mood swings, vaginal haemorrhage, urinary tract infection, anxiety, bipolar disorder, rash, bladder disorder, urinary tract disorder, feeling abnormal, amnesia, speech disorder, coordination abnormal, dysmenorrhoea, blindness, fatigue, weight decreased, gastrooesophageal reflux disease, loss of control of legs, diverticulitis, alopecia, pyrexia, the last episode of tooth fracture, uterine leiomyoma and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, bipolar disorder, bladder disorder, blindness, coordination abnormal, depression, diverticulitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, gastrooesophageal reflux disease, loss of control of legs, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, pyrexia, rash, speech disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight decreased, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: the nced for additional surgery. Discrepancy noted essure insertion date- (B)(6) 2008 and (B)(6) 2008. Discrepancy noted essure removal date- (B)(6) 2009 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on 02-mar-2009: impression: the right fallopian tube is occluded by a fallopian tube occlusion wire. The left fallopian tube is patent. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: reporters were added. Patients demographic was added. Lab test was updated from imaging procedure to hsg. New events-mood swings, abnormal bleeding (vaginal), uti, anxiety, depression, bipolar disorder, rashes on neck and chin, endometriosis, nausea, bladder or urinary problems or changes, dental problems: cracking, breaking, brain fog, memory loss, speech problem, coordination problems, dysmenorrhea, vision loss at times, fatigue, weight loss, gerd, loss of control, diverticulitis, hair loss, high fevers several times a week, fibroids, migraines/ headaches, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right occlusion only." The patient's medical history included overweight. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia painful sexual intercourse"), metrorrhagia ("metrorrhagia"), mood swings ("mood swings"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("uti's"), anxiety ("anxiety"), depression ("depression"), bipolar disorder ("bipolar disorder"), rash ("rashes on neck and chin"), endometriosis ("endometriosis"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), the first episode of tooth fracture ("dental problems: cracking, breaking"), feeling abnormal ("brain fog"), amnesia ("memory loss"), speech disorder ("speech problem"), coordination abnormal ("coordination problems"), dysmenorrhoea ("dysmenorrhea cramping"), blindness transient ("vision/eye problems type: vision loss at times"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), loss of control of legs ("loss of control"), diverticulitis ("di ventriculitis"), alopecia ("hair loss"), pyrexia ("high fevers several times a week"), the second episode of tooth fracture ("dental problems: cracking, breaking") and migraine ("migraines/ headaches") and was found to have weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dyspareunia, metrorrhagia, mood swings, vaginal haemorrhage, urinary tract infection, anxiety, bipolar disorder, rash, bladder disorder, urinary tract disorder, feeling abnormal, amnesia, speech disorder, coordination abnormal, dysmenorrhoea, blindness transient, fatigue, weight decreased, gastrooesophageal reflux disease, loss of control of legs, diverticulitis, alopecia, pyrexia, the last episode of tooth fracture, uterine leiomyoma and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, bipolar disorder, bladder disorder, blindness transient, coordination abnormal, depression, diverticulitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, gastrooesophageal reflux disease, loss of control of legs, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, pyrexia, rash, speech disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight decreased, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: the nced for additional surgery discrepancy noted essure insertion date (B)(6) 2008. Discrepancy noted essure removal date (B)(6) 2009 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram on (B)(6) 2009: impression: 1. The right fallopian tube is occluded by a fallopian tube occlusion wire. 2. The left fallopian tube is patent. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. On 6-jul-2020: plaintiff information form received. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the nced for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.